Event description:
Journal article reports that patient's blood glucose was measured, using the accu-chek inform system, with 3 values greater than 400 mg/dl (exact values were not reported). Near simultaneous tests, performed on a laboratory instrument, reported patient's blood glucose to be 129 mg/dl - 202 mg/dl. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event was described in the journal article: interference in a glucose dehydrogenase-based glucose meter. Kelly bn, haverstick dm, bruns de.; clin chem. 2010 apr 5. (B) (4). Device not returned to manufacturer.